Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient reconnected to their device after not using it for approximately a week and completed a full supply change, including a 23-inch 6 mm infusion set, the evening prior to the event. Following the supply change, the patient experienced elevated blood glucose levels and expressed concern about the cause. The patient was informed that the elevation could be due to the device needing time to relearn their insulin needs after being disconnected. The patient was advised that they could disconnect from the device and use back-up therapy; however, the patient chose to remain connected. When asking how long they should wait for improvement, the patient was advised that they could wait a couple of hours and consider changing the infusion set if levels did not decrease. The patient¿s blood glucose levels were affected, reaching a high of 362 mg/dl and remaining outside the 70¿180 mg/dl range since the previous evening after dinner. No back-up therapy was used, and no ketone testing was performed. The patient had not received any recent steroid injections, professional medical intervention, or other assistance, and no immediate health effects were reported. Attempts were made to follow up with the patient to determine whether a bent cannula or another issue that could have inhibited insulin flow was observed upon removal of the infusion set; however, only voicemails were left. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.